Event description:
Review of egm's showed oversensing. Inability to capture and low sensing were also noted. Lead dislodgement was suspected. The lead was repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.